Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) made 3-4 beeps, then the screens went black. The bme reported that by the time that they got to the cns it was up and running, showing waveforms and the nursing staff were able to see the patients at the remote nurse's stations (rns). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) made 3-4 beeps, then the screens went black. The bme reported that by the time that they got to the cns it was up and running, showing waveforms and the nursing staff were able to see the patients at the remote nurse's stations (rns). No patient harm was reported.